Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and extra signals. There is concern for a lead issue as the patient is dependent. Technical services (ts) discussed programming options. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and extra signals. There is concern for a lead issue as the patient is dependent. Technical services (ts) discussed programming options. The lead remains in service. No adverse patient effects were reported.